Manufacturer narrative:
(B)(4). Date sent: 6/30/2025. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: safe laparoscopic adhesiolysis with optical access trocar and ultrasonic dissection: a prospective study. Author(s): d. J. Swank, h. J. Bonjer, j. Jeekel. Citation: surg endosc (2002) 16: 1796¿1801; doi: 10.1007/s00464-002-9021-5. The objective of this clinical study was to examine the feasibility, safety, and adequacy of hemostasis of combined use of an optical trocar and ultrasonic dissection in laparoscopic adhesiolysis in patients with chronic abdominal pain. From sep1997 to feb2001, 105 patients (n=88% female and n=12% male; mean age of 46 years [ranged 9-86 years]) underwent laparoscopic adhesiolysis for chronic abdominal pain. In the procedure, two instrumental ports (ethicon) were guided through the abdominal wall under direct vision and was placed beside the optic for easy handling. A 10-mm diameter harmonic scalpel was used to complete adhesiolysis. Three patients had perforation during dissection. The first case was the 53-year-old female patient who had a perforation in the small bowel during dissection of the bowel from the pelvic floor. A laparotomy was done, the defect was closed and the adhesiolysis was completed. The second case was the 58-year-old female patient who had a traction perforation occurred of a jejunal loop during dissection; the defect was closed laparoscopically with the endostapler technique. The third patient was the patient who had bladder perforation, made during the dissection of a small bowel loop from the bladder. The defect was sutured laparoscopically, and a bladder catheter was inserted for 1 week. Recovery was uneventful. In this series no late perforations were diagnosed, probably because of the lower temperature of the tip (180¿f) and the minimal lateral energy spread of the ultrasonic dissection. The ultrasonic technique offers a sound adhesiolysis with adequate hemostasis and fewer thermal perforations and adds to feasibility and safety of laparoscopic adhesiolysis.